Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the outer jacket of the patient¿s driveline was confirmed through the evaluation of the submitted images. Although a specific cause for the observed damage could not be conclusively determined, it did not appear to contribute to a functional issue. Two images were submitted by the account for evaluation. The images showed two different segments of the driveline that had cuts in the outer jacket. No underlying wires were exposed, and the damage appeared to be cosmetic only. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and no further events have been reported at this time. The hmii lvas instructions for use (IFU) and patient handbook provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook rev. C, are currently available. Section 6 of the IFU, ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains information on caring for the driveline and instructs to not twist, kink, or sharply bend the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for vad-19485 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23feb2017. No further information was provided, the manufacturer is closing the file on this event.

Event description:
It was reported that the patient's driveline had damage to the silastic and wires were exposed. There were no alarms or pump stops associated with the damage. Areas of concern were covered with rescue tape and it was planned to monitor the patient.